Event description:
The surgeon attempted to insert a 3-piece silicone lens model aq2017v. The lens was stuck in the cartridge and the cause was unknown. The lens was not inserted and there was no patient contact or injury.